Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded up and down button on keypad traces. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube, cracked case at reservoir tube window corners and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 115 mg/dl. Nothing further was reported.